Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel bleed.

Event description:
Patient reported right side rupture. Per diagnostic testing, signs of silicone sweating under the fibrous capsule of the implant on the right. Diffuse fibrocystic mastopathy, which is deemed not device related. The device has been explanted.